Manufacturer narrative:
Pump received with cracked and bleeding lcd glass cause by dog chew on the pump. Pump received with dog chew marks, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a partial display with missing segments. Customer's blood glucose reading was 70 mg/dl. Advised discontinuation of the insulin pump. Troubleshooting was done. The insulin pump is expected to be returned. Nothing further reported.